Manufacturer narrative:
(B)(4). This product is manufactured in (B)(6) and is not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -3/-4/007 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The reporter stated refractive change overtime was observed on (b)(64) 2013. Keraring / intacs was performed and the lens remains implanted as of (B)(6) 2017.

Manufacturer narrative:
Secondary surgery, lens exchange for a different model and different diopter but same size, and the problem was resolved. (B)(4). Claim# (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -3/-4/7 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The reporter stated a refractive change over time was observed on (B)(6) 2017. Lens was exchanged for a different lens model and diopter on (B)(6) 2017 and the problem was resolved. (B)(4).